Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The baseline gender/age is male/77 years. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Additional benefits of nonconventional modalities of cardiac resynchronization therapy using his bundle pacing journal of cardiovascular electrophysiology. 2020 10.1111/jce.14359. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a pacing lead. The authors discussed cases where in one patient there was acute dislodgement of the his bundle pacing (hbp) lead, which required repositioning of the lead two days later, a high threshold occurred in three patients within two months after implantation and hbp was abandoned. In one patient there was persistence of phrenic nerve stimulation by the left ventricular lead that was not correctable by reprogramming and required ¿switching¿ from hbp plus coronary sinus pacing to hbp alone. Additionally, one patient affected by severe aortic stenosis and end stage heart failure died of refractory cardiogenic shock two weeks after the procedure. The status and disposition of the leads that were abandoned is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of phrenic nerve stimulation.